Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit is currently en-route to fph in (B)(4) for evaluation, to determine if it had a malfunction which might have caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the rt380 evaqua2 adult breathing circuit was found cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare facility in (B)(6) reported that the rt380 evaqua2 adult breathing circuit was found cracked. No patient consequence was reported.